Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation primary with mentor memorygel 375cc silicone prosthesis experience left sided silent rupture post operation. The MRI examination confirmed the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On march 12, 2026, mentor became aware that the follow up#2 missed reporting that the patient experienced left sided cyst and implant side fluid collections, therefore pc anisomastia and pec silent rupture has been replaced with pc's breast cyst, implant site fluid collection, and pec rupture symptomatic, since it was mentioned on findings 'left breast ultrasound ... A benign cyst was seen ... There appears to be a mildly complicated peri-implant fluid collection.' Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on may 03, 2026: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured from both aspects. Additionally, it had shell abrasion on the edge of the rent. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 28, 2026, the patient underwent bilateral replacements as follow: left catalog number 3505240bc, serial number (B)(6), right catalog number 3504251bc, serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of removal surgery updated to (B)(6) 2026. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 28, 2026, the patient underwent removal surgery on (B)(6) 2026. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).